Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches and 1 box and 5 closed samples of vicryl 3/0 (ethicon). Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are a few units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Degradation test results conducted on the samples received fulfill the OEM. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.72 kgf in average and 1.65 kgf in minimum. B. Braun surgical requirement is 0.94 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit for one box of product for the units sent. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: netherlands. The surgeon mentioned that he is really convinced that the vicryl version 3/0 much quicker resorbs then our novosyn 3/0.